Event description:
It was reported that the 6600 system had an error and shut down during a case. The 6600 system had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
The customer canceled the service call.